Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of multiple back operations. It was reported that the patient's remote doesn't work and they have been "letting it run down" as they are going to have the device removed. Th hcp stated that they aren't sure what the issue was with the remote and they didn't know why the device was being removed. At the end of the call the patient mentioned something about having the ins "jump started" the patient is scheduled to have the device removed on (B)(6) 2017. The caller was transferred because if a jump start is needed it would need to be done by a physician. No symptoms reported.